Manufacturer narrative:
Confirmed. Vendor evaluation found the sleeve on the rotor has come apart. The ball bearing is corroded and rough and the sleeve is missing. A hairline crack in the casting of the control electronics was also found. Maintenance and processing was suspected to be the cause.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/28/2024, it was reported by a facility representative via (B)(4) that an ar-400 drill saw is making a very loud noise. The handpiece is getting very hot where doctors are not able to have it on their hands. This was discovered during a procedure with no patient harm.